Manufacturer narrative:
The investigation of the complaint has been completed. It is based on the investigation of the returned control printed circuit board, the replaced nozzle units were not returned. It was reported that the ventilator failed pre-use check. During investigation on-site, our field service engineer concluded that the device control printed circuit board (pcb) was faulty and that the gas module nozzle units were defective. There was no patient involvement. The failing control printed circuit board was replaced and returned for investigation. Visual investigation of the returned control pcb did not show any anomalies. The returned control pcb was installed in a reference ventilator. The system pre-use check failed on several sub-tests. When simulated use test ventilation was started, breathing was absent. The electrical measurements on the control pcb could not identify the failing component. If the fault condition found during the investigation appears during ventilation, it will lead to insufficient ventilation or stop of ventilation. High priority alarms will be generated. This issue will be detected during the system pre-use check. The conclusion in this matter is that the reported pre-use check failures are caused by a hardware failure on the control pcb. Which component/s that fails could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).